Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump screen was cracked, rendering the display unreliable, and a replacement was arranged while the user returned the affected units. Symptoms included no reported adverse health effects and no alerts or alarms. Outcomes included device replacement and user education on backup therapy, shutdown procedure, data not transferring to the replacement, and continued cgm use. Investigation included review of service records and shipping/return confirmation. Investigation of this case revealed physical damage to the device¿s external display, consistent with user-induced screen breakage, with no evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage due to use conditions.